Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to pocket infection. There is no allegation that the system or any procedure involving the system contributed or caused the infection. No vegetation was noted. The patient condition was stable.